Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
The patient stated that she has experienced blood glucose values (bg) between 45 mg/dl and 345 mg/dl over (B)(6). She noted that she experienced thirst and sleepiness with the high bgs. The patient stated that the high bgs did not respond to corrections via the pump. She reported that she treated the low bgs by ingesting carbohydrates, and she treated the high bgs with insulin injections. The patient stated that she has changed her site/set multiple times, and did not note any site issues or bent cannulas. She confirmed that there were no air bubbles in or leakage from the cartridge or the tubing. Animas customer support (cs) reviewed the pump with the patient, and found that all pump settings and history are correct. The patient confirmed that the pump primes appropriately, and that she was able to manually push the cartridge plunger without resistance. A review of the alarm history showed multiple occlusion alarms. Cs assisted the patient in changing the occlusion sensitivity settings. The patient stated that she noticed the bg excursions after the pump was exposed to a full body x-ray. The user guide advises the patient to avoid exposing the pump to x-ray. This complaint is being reported because the patient experienced hyperglycemia while using the pump.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.